Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricle lead became dislodged. The asymptomatic patient presented for lead revision on (B)(6) 2018. After several repositioning attempts, the lead helix would not extend properly so it was explanted and replaced. The patient was in stable condition after procedure.